Event description:
Procedure performed: mastectomy. Event description: handle stop working suddenly, while using during the end of process. Code in generator says that the button, when you close the handle, doesn't work anymore. Additional information received from applied medical representative via email 18apr23: this happened for over 1 month ago and my customer apologize for not sending this cer earlier. They can not remember what alarm that was displayed or when it started. They were almost done with the procedure (mastectomy) and they managed to complete the surgery without any advanced bipolar instrument. They can¿t answer if they tried to plug in/out or turning the generator off/on. Additional information received from applied medical engineer via email 14jun2023: I¿m investigating complaint (B)(4), and during my investigation on 09jun2023 I discovered that the device needed to be coded for ¿unintended rf¿ which is reportable. Type of intervention: they managed to complete the surgery without any advanced bipolar instrument patient status: nothing happened to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of no sealing activity. Engineering also observed unintended rf energy output without activation of the device. Upon closer inspection, the fuse switch, an internal component of the unit, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintended rf energy output is likely to cause or contribute to death or serious injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: mastectomy. Event description: handle stop working suddenly, while using during the end of process. Code in generator says that the button, when you close the handle, doesn't work anymore. Additional information received from applied medical representative via email 18apr23: this happened for over 1 month ago and my customer apologize for not sending this cer earlier. They can not remember what alarm that was displayed or when it started. They were almost done with the procedure (mastectomy) and they managed to complete the surgery without any advanced bipolar instrument. They can¿t answer if they tried to plug in/out or turning the generator off/on. Additional information received from applied medical engineer via email 14jun2023: I¿m investigating complaint (B)(4), and during my investigation on 09jun2023 I discovered that the device needed to be coded for ¿unintended rf¿ which is reportable. Type of intervention: they managed to complete the surgery without any advanced bipolar instrument. Patient status: nothing happened to the patient.